Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. Cause was not known. Reportedly, the customer went to the emergency room with a bg of 400 mg/dl after administering a manual insulin injection as well as a correction bolus via the pump to attempt to address the issue. Customer was treated with intravenous fluids of saline and insulin. Customer was released approximately 5 hours later with no permanent damage and the issue resolved. A system check was performed by tandem technical support and no issues were identified. Recommendation was made to consult with a healthcare provider regarding diabetes management.